Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 109 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked display window, cracked reservoir tube lip, scratches on the reservoir window, cracked battery tube threads and a stained end cap sticker.